Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample 3 and reagent 5 mixers. The cse aligned all sample probes and successfully performed a wash probe leak test. The cause of the discordant magnesium results is unknown. The cse successfully ran a service test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same system and on an alternate system. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant magnesium results.